Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received a sensor scan result of 70 mg/dl compared to a reading of 220 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received a sensor scan result of 70 mg/dl compared to a reading of 220 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). Sensor state 4 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation was performed. A visual inspection was conducted using digital microscope eq5021. No issues were observed with the returned sensor. A review of the glucose log was performed. The sensor was observed to be in state 4 which shows the sensor was in a primary operating state and has yet to reach it end of life at the time of the return. No abnormalities were observed. An smu (source meter unit) test was conducted using the simvivo test fixture and evm (evaluation module sn (B)(6)) to evaluate the functionality of the returned puck. The electrical current measurements were within specification. This indicates that no accuracy issues were present in the returned device and that the sensor functioned as intended. It was observed that the returned puck transitioned into state 4 (active paired), indicating that the puck moved into a normal operating mode. A poise voltage test using digital multimeter was performed, and results were within specification. . This indicates no issues with the electrical signal lines integral to the glucose reading process. A temperature test was also performed. The temperature difference between the puck and the room was within specification, indicating that the thermistor is fully functional. The reported field event of the sensor providing low glucose readings is not confirmed. The returned sensor passed all accuracy testing, and no evidence of product malfunction was observed during the investigation. Therefore, this issue will be closed as not confirmed. This also serves as a correction report. Section [h4 - device MFR date] was incorrectly updated in the previous report. Correction has been made. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.